Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly difficult to remove from the sheath. Reportedly the patient experience prolong bleeding in access site; however there is no information regarding treatment or medication provided for bleeding. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035av dcb catheter with an unknown introducer sheath over the balloon was received for evaluation. During visual evaluation, the distal end of the balloon was noted to be damaged. During functional testing, negative pressure was applied to the balloon and an attempt to retract the balloon proximally was made. The catheter was inadvertently stretched and so further functional testing could not be performed. Therefore, the investigation is confirmed for the sheath removal difficulty as the catheter was received with an unknown introducer sheath over the balloon. A definitive root cause for the reported sheath removal difficulty could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in brachiacephalic fistula, the pta balloon was allegedly difficult to remove from the sheath. Reportedly, the patient experienced bleeding at the access site which was stopped by manual pressure. There was no reported patient injury.